Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient felt palpitations. Technical services (ts) was contacted and recommended device replacement. This pacemaker remains in service. No additional adverse patient effects were reported.